Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the proximal markerband. A longitudinal tear was present in the balloon. The tear stretched over the proximal markerband for a total length of 2cm. An examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the groin. The target lesion was located in the moderately tortuous and non calcified left pulmonary artery. A 12.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the 3rd inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and was checked visually but no damage was found. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the groin. The target lesion was located in the moderately tortuous and non calcified left pulmonary artery. A 12.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the 3rd inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and was checked visually but no damage was found. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.